Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue of "keypad keys 1,4,7 not working" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump keys 1, 4 and 7 not working in the keypad. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.